Event description:
It was reported that the right ventricular lead was partially explanted and capped due to high impedance. It was noted that the lead was severed/transected at the suture point. It is not know if a suture sleeve was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable tachy leadr it was reported that the right ventricular lead was partially explanted and capped due to high impedance. It was noted that the lead was severed/transected at the suture point. It is not know if a suture sleeve was used. No patient complications have been reported as a result of this event. Electrical tests performed actual device involved in incident was evaluated mechanical tests performed visual examination lead conductor component/subassembly failure (select specific code from category device was out of specification in a manner that relates to event impedance, high lead(s), fracture of